Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip up fenestrated grasper instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece approximately 0.184" x 0.256" was found to be broken off. The broken piece was not returned. The complaint regarding the tip being broken off was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the customer reported one side of the fenestrated grasper instrument broke off at the tip. They were unsure if it happened in the procedure. A precautionary fluoroscopy and x-ray were taken to ensure it was not in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: follow-up: the robotic coordinator stated the issue occurred in the first 10 minutes of the case. The instrument was not inspected prior to use. However, the customer believed the instrument looked broken before the case but it was not confirmed. The surgeon confirmed there was no fragment in the patient as the abdomen was cleared twice through flouro and x-ray. The robotic coordinator was informed of the instrument investigation of a piece missing. There was no harm to the patient as a result of the reported issue.